Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's left side battery was hurting them at the implant site. The patient's healthcare provider thought it was because they didn't have enough cushion at the battery site. The patient stated it was implanted lower than their right battery and they were sitting on it. The patient stated it started hurting them a month and a half after implant. The patient had the battery surgically revised to a better location on the day of the report. No further complications were reported.